Manufacturer narrative:
E1: initial reporter facility name: (B)(6).

Event description:
It was reported that a balloon rupture occurred. A 10mmx3.00mm wolverine coronary cutting balloon was selected for treatment. During the procedure, it was noted that after balloon dilation, a rupture was observed. The device was removed and replaced it with another device. The procedure was completed. There were no patient complications. It was further reported that the 80% stenosed target lesion located in the moderately tortuous and calcified proximal end of left anterior descending artery. The device was removed normally using an extended catheter. The procedure was completed with another of the same device.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that a balloon rupture occurred. A 10mmx3.00mm wolverine coronary cutting balloon was selected for treatment. During the procedure, it was noted that after balloon dilation, a rupture was observed. The device was removed and replaced it with another device. The procedure was completed. There were no patient complications.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of adverse event related to patient condition as it is most likely that anatomical factors, such as the proximal vessel which demonstrated a mild to moderate bend (measuring less than 15 degree), were met which resulted in the reported event of balloon rupture. This conclusion code is based on the available information and the review conducted at the complaint investigation site. Without a returned device it is not possible to confirm the complaint allegation, and it is not possible to determine if there is any damage present along the device which could have contributed to the complaint event.

Event description:
It was reported that a balloon rupture occurred. A 10mmx3.00mm wolverine coronary cutting balloon was selected for treatment. During the procedure, it was noted that after balloon dilation, a rupture was observed. The device was removed and replaced it with another device. The procedure was completed. There were no patient complications.